Event description:
A malfunction with a code malf 25 was reported, and there were no notable events preceding the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a safe range. The customer, having no backup therapy available, planned to consult a healthcare professional, and technical support decided to replace the pump. A replacement pump was sent, with instructions provided on returning the faulty pump using a prepaid label within ten days.